Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal cancer. Where in the green gap setting scale was the indicator? Yes. What healthcare professional fired the device and what was their experience with device? Experienced customer. Did the surgeon confirm malformed staples or only suspecting? If confirmed, please describe shape. Suspect. How was the bleeding addressed? Homelock and with hemostasis by compression. Was the circular stapler fired crossing a transverse staple line? If you ask " if the device fired on the existing staple line" the answer is "no." Were the donuts inspected for completeness and washer for complete transection? Yes. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during the low rectal resection, after fired, the patient was bleeding. Did the finger checking, could touch the staple leg. Our customer suspect the staples malformed. Used homelock to stop the bleeding, made the temperary fistula. The patient is stable and in hospital now.